Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient also reported insertion of the device in the lower back. The device is not indicated for insertion in lower back. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.the device is not indicated for use in pediatric patients.